Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem was not confirmed or duplicated during evaluation. The root cause was therefore not determined. The device was refurbished per procedure.

Event description:
The facility reported an automix 3+3 compounder which over delivered. Reportedly, the facility was compounding a 1200 ml bag in the pharmacy when this condition occurred. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.